Event description:
It was reported that a patient presented for a device downgrade procedure. Upon interrogation, it was found that the left ventricular lead had become dislodged and migrated back into the device pocket. The dislodgement was confirmed by x-ray imaging. Before the explant procedure, the lead was turned off. The lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that a patient presented for a device downgrade procedure. Upon interrogation, it was found that the left ventricular lead had become dislodged and migrated back into the device pocket. The lead was explanted and replaced. The patient was in stable condition.